Manufacturer narrative:
The hill-rom technician found the left siderail not latching due to a latch pin worn due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the siderail mounting brackets and latch pins to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the left siderail is not latching. The bed was located at the account. There was no patient/user injury reported. (B)(4).